Event description:
Boston scientific received information from a boston scientific field representative that this lead was part of a pending system explant due to a patient infection.

Manufacturer narrative:
This investigation will be updated should additional information be provided.